Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
See MDR# 1036844-2012-00168 for the first event involving the same patient. It was reported that the catheter was inserted femorally. Etoposide and cisplatin were being administered, 4 months after the catheter was placed a leak was found near the hub. As a result the catheter was removed. There were no patient complications, no patient death and no delay in treatment.